Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, flow accuracy testing, and event history log review; the customer problem was not duplicated. The pump was in good condition with no physical damage noted. The flow accuracy passed 3 times. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump passed all functional tests and performed as intended.

Event description:
It was reported that the flow rate was out of tolerance. The incident occurred after patient use. There was no patient involvement.